Event description:
It was reported that during a spinal cord stimulator (scs) trial, the healthcare provider inserted the lead and started to test stimulation. A couple of minutes later the patient complained of chest ¿heart¿ pain. The hcp turned stimulation off and the patient still had heart pain. The hcp would do a work up to see if the patient was having a heart attack. The trial was aborted during the case. The patient was to be evaluated by cardiology. It was unknown what the patents current state was or if a cause was determined. Information regarding patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).